Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had the artificial urinary sphincter removed as the device had stopped working resulting in incontinence. Upon explant of the balloon component, fluid loss from a slice in the balloon was noted. A new artificial urinary sphincter was implanted. No further patient complications were reported.

Event description:
It was reported that the patient had the artificial urinary sphincter removed as the device had stopped working resulting in incontinence. Upon explant of the balloon component, fluid loss from a slice in the balloon was noted. A new artificial urinary sphincter was implanted. No further patient complications were reported.

Manufacturer narrative:
Upon receipt of the pressure regulating balloon, pump and occlusive cuff of this artificial urinary sphincter (aus) at our quality assurance laboratory, the components underwent a thorough analysis. The balloon component was visually inspected, and microscopically examined. A tear was identified in the balloon shell during microscopic examination. The balloon damage appeared to be consistent with avulsion and thinning of the shell. Material thinning on the balloon shell could impact the elasticity of the material, increasing the likelihood of fluid leaks forming with continuous cycling. The pump component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump. The cuff component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. Inspection of the remainder of the device revealed no damage or irregularities. Based on the information available and analysis results, the reported hole/perforation causing fluid loss from the balloon component was confirmed. The damage identified would affect the functionality of the device and would therefore be the most probable cause for the reported urinary incontinence issues.